Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an insulin flow blocked alarm. The customer reported no adverse event. The event involved products mmt-243a, mmt-1884, mmt-332a. Troubleshooting was not performed for insulin flow blocked alarm as the event was resolved in the past. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the insulin pump. No product return is required for mmt-1884. The customer will discontinue using the reservoir and infusion set. Mmt-332a and mmt-243a was requested and customer response was the device will be returned.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump history files and traces successfully downloaded using thump. No unexpected insulin flow block alerts noted during testing, however, a few bolus not delivered alerts did appear in the history file prior to the event date [march 23, 2025 at 04:43, 09:13, 14:09]. The pump was cut open to perform visual inspection and found no evidence of moisture damage or physical damage to the electronic stack or motor. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, cracked case-corner of blet clip rails, pillowing keypad overlay and damaged serial number label no delivery/occlusion alarm was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.